Event description:
It was reported that the autoclavable camera head had no image during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurred in image, the image has a shadow and there was deposit on button. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, noise occurs and no image was displayed. And due to water leak in head unit, the image has a shadow. However, the most probable cause for deposit on button could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.